Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, four days following implantation the patient experienced a deep vein thrombosis. The provided case report forms have been reviewed and did not provide any insight to the root cause of the reported, however dvts are a recognized post-surgical complication. Per the adverse event form the patient outcome was documented as ¿recovering/resolving.¿ since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a clinical study, after a bilateral tka performed on (B)(6) 2021, the patient experienced a rt popliteal & bilateral calf vein deep vein thrombosis. The patient required medication therapy. No other complications were reported. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that four days following implantation the patient experienced a deep vein thrombosis. The provided case report forms have been reviewed and did not provide any insight to the root cause of the reported, however dvts are a recognized post-surgical complication. Per the adverse event form the patient outcome was documented as ¿recovering/resolving.¿ since no further harm is anticipated, no further clinical/medical assessment is warranted at this time a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for anthem total knee system revealed that venous thrombosis has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to joint tightness, material in use and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a clinical study, after a bilateral total knee arthroplasty performed on (B)(6) 2021, the patient experienced popliteal deep vein thrombosis and bilateral calf vein and pain at the operation site, it cannot be rule out the relation of both adverse events with both knees implanted. The patient required eliquis, ridol and profa infusion as pharmacological therapy. No other complications were reported. Recovered/resolved patient outcome on (B)(6) 2021.

Manufacturer narrative:
Sections b3, d1, d4, d10 and h4 were updated due to new information received.